Event description:
It was reported that the patient was intermittently oversensing far field signals on the atrial lead. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.